Manufacturer narrative:
(B)(4).

Event description:
A physician reported her pt experienced total body itching following implantation with essure micro-inserts. An allergy test was performed on the pt, which ruled out nickel allergy; however, pt was diagnosed with an allergy. The physician stated that it was the pt's allergic reaction which led to the micro-inserts being explanted. The physician performed a hysterectomy and salpingectomy, and removed the micro-inserts. The pt's itching resolved once the micro-inserts were explanted.